Manufacturer narrative:
Article citation: tony r. Soares et al, ¿clinical outcomes of aortic arch hybrid repair in a real-world single-center experience¿, journal of vascular surgery, 2020 sep;72(3):813-821.doi: 10.1016/j.jvs.2019.11.033. Epub 2020 feb 14. H6, health effect - clinical code: added code 2068. H6, component code: added code 515. H6, investigation conclusions: added codes 4315 and 22. Code 22: according to the gore® tag® thoracic endoprosthesis instructions for use (IFU), potential complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to: aortoesophageal fistula, infection of endoprosthesis, death. The date of event coincides with the published date of the article. Based on the study date range from (B)(6) 2010 to (B)(6) 2018, best estimate implant date was revised to (B)(6) 2010. Gore has attempted to contact the corresponding author multiple times over an extended period of time to obtain additional information. As no additional information has been received to this day, this event will be processed and closed with the information provided. A serial number for the gore® medical device involved in this event could not be obtained. Therefore, a review of the manufacturing records was not performed. From this literature article, the following cases were generated: (B)(4) (MFR# 2017233-2021-01984), (B)(4) (MFR# 2017233-2021-01969), (B)(4) (MFR# 2017233-2021-01970), (B)(4) (MFR# 2017233-2021-01971), (B)(4) (MFR# 2017233-2021-01972), (B)(4) (MFR# 2017233-2021-01975), (B)(4) (MFR# 2017233-2021-01979), (B)(4) (MFR# 2017233-2021-01981), and (B)(4) (MFR# 2017233-2021-01982). B5: updated part of event description. D1: updated brand name. D6a: implant date was updated to (B)(6) 2010. H6, medical device problem code: replaced code 4001 with code 3190. H6, type of investigation: replaced code 4118 with code 4119. H6, investigation findings: replaced code 3223 with code 3221.

Event description:
Between (B)(6) 2010 and (B)(6) 2018, 35 male patients with a median of 71 years were submitted to hybrid surgery. Reportedly, 3 gore® tag® conformable thoracic endoprostheses were implanted. With regard to 30-day mortality, one patient was reported to have died on day 27 following a septic shock due to an esophageal fistula with graft infection. As it is not known if in fact this patient was implanted with a gore® tag®conformable thoracic endoprosthesis, gore reports this incident in an abundance of caution.

Manufacturer narrative:
Please note: implant date (B)(6) 2018 has been provided as date of best estimate and will be revised when gore receives additional information on this incident. Associated with this literature case# (B)(4) are also the following MFR numbers: 2017233-2021-01969, 2017233-2021-01970, 2017233-2021-01971, 2017233-2021-01972, 2017233-2021-01975, and 2017233-2021-01979.

Event description:
The following publication was reviewed: tony r. Soares et al, ¿clinical outcomes of aortic arch hybrid repair in a real-world single-center experience¿, journal of vascular surgery, 2020 sep;72(3):813-821.doi: 10.1016/j.jvs.2019.11.033. Epub 2020 feb 14. This article reports on experiences utilizing endovascular stents for thoracic aortic arch aneurysm treatment with a debranching procedure of the supra-aortic arteries in a hybrid surgery setting. Study end points were 30-day mortality, 2-year survival rates, postoperative complications, and endoleak and reintervention rates. Between january 2010 and december 2018, 35 male patients with a median of 71 years were submitted to hybrid surgery. Reportedly, 3 gore® tag® conformable thoracic stent graft with active control system were implanted. With regard to 30-day mortality, one patient was reported to have died on day 27 following a septic shock due to an esophageal fistula with graft infection. The article does not make a statement if in fact the esophageal fistula was caused or treated with a gore® tag® conformable thoracic stent grafts with active control system.